Manufacturer narrative:
Device evaluated by MFR: only the main coil was returned was returned to our post market quality assurance laboratory. Visual inspection was performed and it was observed that the main coil was bent and stretched at the primary coil section, moreover the arm coil was detached. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21aug2025. It was reported that the coil could not be pushed out of the sheath. The patient presented with splenic aneurysm underwent embolization using an 8mm x 40cm interlock .035 coil. During the procedure, the guide wire was used to go up from the right iliac artery puncture site to the opening of the splenic aneurysm lesion. After the guide wire was in place, a non-boston scientific angiography catheter was used to reach the embolization site. However, when the coil was advanced while flushing, the coil could not be pushed out of the sheath. The physician tried several times, but it could not push the coil out. The procedure was completed using a 0.35 system 10mm x 40cm interlock coil. There were no patient complications as a result of this event, and the patient was stable post-procedure. However, device analysis revealed the arm coil was detached.

Manufacturer narrative:
Device evaluated by MFR: only the main coil was returned was returned to our post market quality assurance laboratory. Visual inspection was performed and it was observed that the main coil was bent and stretched at the primary coil section, moreover the arm coil was detached. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21aug2025. It was reported that the coil could not be pushed out of the sheath. The patient presented with splenic aneurysm underwent embolization using an 8mm x 40cm interlock .035 coil. During the procedure, the guide wire was used to go up from the right iliac artery puncture site to the opening of the splenic aneurysm lesion. After the guide wire was in place, a non-boston scientific angiography catheter was used to reach the embolization site. However, when the coil was advanced while flushing, the coil could not be pushed out of the sheath. The physician tried several times, but it could not push the coil out. The procedure was completed using a 0.35 system 10mm x 40cm interlock coil. There were no patient complications as a result of this event, and the patient was stable post-procedure. However, device analysis revealed the arm coil was detached.